Manufacturer narrative:
The beckman coulter field service engineer (fse) evaluated the instrument and found both reagents probe b collar wash and mc probe collar wash were leaking. Fse replaced both valves to resolve the leak issue. Fse noticed the cuvette failure flags were caused by an unrelated use error. Instrument resumed operation.

Event description:
The customer reported their unicel dxc 600 pro synchron clinical chemistry system suppressed results (no results generated) for bun (blood urea nitrogen) and trig (triglyceride), cuvette failure flags and a contained leak from both the modular chemistry (mc) and cartridge chemistry (cc) reagent probe b. The customer continued to run the instrument after noticing leaks. Upon rerun of patient samples, the customer stated erroneous results were generated for multiple analytes. The results were reported out of the laboratory and later amended. There is no impact to patient treatment. Quality controls were within established ranges before and after the event. The operator wore a lab coat, gloves and goggles while troubleshooting. There was no personnel contact with the leak.